Event description:
It was reported that during a data review for this subcutaneous implantable cardioverter defibrillator (s-ICD), previous untreated episodes in 2022 were noted in the alternate sensing vector. These episodes were consistent with over-sensed sense node b artifacts. The physician previously had programmed the device to the secondary sensing vector, and no similar episodes had occurred since. These details were proved to boston scientific technical services (ts), and it was confirmed that the previous signal was consistent with sense node b artifacts. Ts also stated that the device performance in the secondary sensing vector was appropriate, with adequate r-wave sensing measurements and no further evidence of over-sensing. The physician is continuing with normal follow-up appointments. At this time, the s-ICD remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.